Manufacturer narrative:
It was reported that the ventilator failed the pressure transducer test during pre-use check. Our field service engineer investigated the ventilator on site and solved the issue by replacing the pressure transducer and the control printed circuit board (pcb: s). The device logs were not provided. A defective pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generating high priority alarms. If present, the fault will be detected during pre-use check. The replaced pcb: s were not returned for further investigation. Therefore, the root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: (B)(4).

Event description:
It was reported that the ventilator failed the pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).